Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that a hardware part was replaced and then the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that a connection was unable to be established with the camera cart. The cart was bypassed and the ethernet cable was directly plugged in. This did not resolve the issue. There was no patient present when this issue was observed.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735764rpend, serial/lot: (B)(4), UDI: (B)(4). The system was serviced in the field and the issue was confirmed. The system computer was replaced. The system then passed the system checkout and was found to be fully functional. Hardware analysis determined that there was a motherboard malfunction. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant casepart-(B)(4) ¿ 9735764 computer 9735764 nav with pco. Lot # 1736c00380. Initial analysis, functional testing, performance testing, and visual/physical examination was performed. The issue was confirmed. Additional analysis is being performed to determine the cause of the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-02-08 (B)(4) (uf, for) medtronic received information regarding a navigation system outside of a procedure. It was reported that a connection was unable to be established with the camera cart. The cart was bypassed and the ethernet cable was directly plugged in. This did not resolve the issue. There was no patient present when this issue was observed.